Event description:
During a ptca treatment procedure, the hypotube portion of the quantium maverick monorail 20/2.5 mm catheter fractured at approximalely 30 cm distal to the hub (outside of the pt's body). The pt was asymptomatic during this event. The lesion being treated was a very calcified, 90% stenotic lesion in the left circumflex coronary artery. Due to the calcification of the lesion, the physician vibrated' the device across the lesion. It is noted that resistance was met with insertion of the balloon catheter. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'stable'.